Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2018-dec-27 indicated on (B)(6) 2018 the patient reported a motor stall alert/code 8476 on their personal therapy manager (ptm). It was noted that the patient did not hear an alarm and the patient did not recently have a magnetic resonance imaging (MRI). The patient was redirected to healthcare professional (hcp) to have the pump checked. No symptoms were reported. At time of this motor stall the patient was receiving an unknown drug (unknown dose and concentration), clonidine (unknown dose and concentration), and dilaudid (hydromorphone) (unknown dose and concentration). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 3 mg/day of dilaudid, along with an unknown medication, via an implantable pump for spinal pain and chronic low back pain. It was reported the patient encountered the 8476 motor stall code on their personal therapy manager (ptm). It was indicated this occurred on (B)(6) 2018. The patient had not heard the pump alarm. The patient had not recently had a magnetic resonance imaging procedure (MRI). It was unknown if the patient had recently encountered a strong static magnet or other electromagnetic interference source. The patient had been in the hospital and had a computed tomography (CT) scan. The patient stated the hospitalization and CT scan were not related to their implantable infusion device or therapy. The patient was redirected to follow-up with their healthcare provider (hcp). No symptoms were reported. The patient reported they were also taking dilaudid orally and another drug, a muscle relaxer. The patient stated their ptm showed that their refill date was (B)(6), however they were scheduled to get a refill that week (relative to the day of the report, (B)(6) 2018). No further complications were reported or anticipated.